Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer did not perform the air removal step. Tandem technical support informed the customer that not performing the air removal step was off label per the tandem user guide. Customer resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.